Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller indicated they  could not connect to patient's implant with her clinician programmer. Caller said patient didn't have external equipment, thus hcp was using the clinic's equipment. Caller stated patient has shocking sensation from interstim.  Hcp to order x-ray of the system. The caller was not with the patient.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.